Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited low pacing impedance. The right ventricle lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.